Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level 700 mg/dl and diabetic ketoacidosis. The customer attempted to treat their bg with a correction vis pump, but received additional treatment at the hospital, however details were not provided. The customer was released ion (B)(6) 2023. Systems check with tandem technical support verified the pump was functioning as intended.